Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted in her right eye 15 years ago, she encountered pigment dispersion that triggered acute angle closure /clogged glaucoma. Her intraocular pressure spiked to 60 mmhg. The lens was explanted in a combined surgery, where a glaucoma filtering valve was also implanted at the same time. Her surgeon explained that initially years ago, the lens was not implanted properly and was placed in a wrong position. The surgeon plans to implant another lens in a secondary iol implant procedure in december. There are two medical device reports for this consumer. This report is for the right eye.